Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized and began treatment with vancomycin injection (1gm, intraperitoneal, every 5th day and ongoing), fortum injection (1gm, intraperitoneal, once a day and ongoing) and amikacin injection (125mg, intraperitoneal, once a day and ongoing). Dianeal therapy was ongoing. Three days later, the patient was discharged from being hospitalized and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that after twenty days, the patient has recovered from the event and antibiotic treatments were ongoing. Should additional relevant information become available, a supplemental report will be submitted.